Event description:
It was reported the device could not be interrogated, there was no output and no magnet response. Additional information reports the device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.